Manufacturer narrative:
The information that provided about blood glucose with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer¿s blood glucose level was less than 70 mg/dl. Customer reported that they became unconscious.

Manufacturer narrative:
Device received with detached and missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached and missing retainer. Unable to perform displacement test due to detached and missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring was loosened. The customer¿s blood glucose level was greater than 70 mg/dl. Customer reported that they fell due to unconscious, had mental confusion, shaking and sweating. Customer did not want to perform troubleshooting. The insulin pump will be returned for analysis.